Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level 47 mg/dl and buttons were not responding. The customer experienced different blood glucose level of 90 mg/dl and 99 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act and up buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.